Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving an error 2. Five days later, this medical affairs specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 6 times per day and controls her diabetes with metformin. After the error 2 message issue began, the pt reportedly could not test her blood glucose on the subject meter for 1.5 weeks. During this time, the pt developed symptoms described as "visual issues and nausea." Reportedly, the pt indicated that her blood glucose is high when she has visual issues and her blood glucose is low when she feels nausea. The pt allegedly would not eat when she felt that her blood glucose was high. At an unspecified date and time, during the 1.5 weeks when she was unable to test on the subject meter, the pt reportedly was feeling sick to her stomach while she was visiting a friend in the hospital. The nurse tested the pt at "50 mg/dl" on a hospital meter. The pt was promptly treated with orange juice at the time of concern. The pt felt that had she been able to test her blood glucose during the reported 1.5 weeks, she could have prevented the aforementioned conditions. The error 2 message was not resolved during troubleshooting. This complaint is being reported because the pt claimed that she had symptoms that can be suggestive of hyperglycemia and hypoglycemia after she was unable to test on the subject meter due to the error 2 message. In addition, the pt allegedly received medical intervention for hypoglycemia during the reported 1.5 weeks. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.